Manufacturer narrative:
Work order search: no additional similar complaint within associated lots was found. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo_13.2; -10.50/1.5/071 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on (B)(6) 2023. The lens was reported as having rotation not associated to a low vault. On (B)(6) 2024 the lens was replaced with a different model and diopter lens. Cause was reported as unknown. This resolved the problem.

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture with foreign material on lens; specifically, fibers. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).